Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 12.6mm, vticmo12.6, -12.5/3.5/097, implantable collamer lens was implanted and removed within the same surgery due to lens tear/ break during injection/delivery into patient's right eye (od). It was reported that 'because of the patient's time, the lens was no implanted again'. It was reported that medical or surgical intervention was not necessary, 'no lens implanted'. The cause of the event was reported as unknown. Problem was not resolved." H6- medical device problem code- 1494 off-label use (acd<3.0mm) should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated, that a 12.6mm, vticmo12.6, -12.5/3.5/097 (sphere/cylinder/axis), implantable collamer lens tore/broke, during injection/delivery into the eye. The lens was implanted and removed within the same surgery. There was no patient injury. And the problem resolved. It was reported, that no secondary intervention was necessary "no implantation of lens" was reported. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/3.5/097, implantable collamer lens was implanted and removed within the same surgery due to a rupture of the lens suspensory ligament that was found during the operation. It was reported that medical or surgical intervention was not necessary, " no lens implanted." Cause was reported to be patient related factor. If additional information is received a supplemental medwatch report will be submitted.